Manufacturer narrative:
The user was involved in a car accident and hospitalized. The event occurred on 24-nov-2025 at approximately 12:30 pm, as reported by the user. The user stated that they lost consciousness during the event due to pneumonia and an associated infection. The infection was not sensor related. The user was treated with antibiotics at the hospital. The user was informed that antibiotics in the tetracycline class can falsely lower sensor glucose readings and should not rely on the eversense 365 cgm system while taking tetracyclines. Since this was a non-device related serious adverse event, no further investigation was found necessary for this complaint. B4.date of this report 12 jan 2026. G3.date received by the manufacturer? 12 jan 2026. H6. Component code updated to 4756. H6. Type of investigation updated to 4111. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 4310.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident in which the user was involved in a car accident and hospitalized. The event occurred on (B)(6) 2025 at approximately 12:30 pm, as reported by the user. The user stated that they lost consciousness during the event due to pneumonia and an associated infection and confirmed that they were treated with antibiotics. The user was informed that antibiotic use may contribute to differences in glucose readings if they resume use of the eversense 365 cgm while still taking these medications.